Event description:
A medtronic representative reported that, during a spinal fusion procedure, the imaging system was displaying an error message which said "initializing please wait." While troubleshooting the issue the medtronic representative tried multiple reboots of the imaging system with no resolution. The patient was under anesthesia on the table, but no incision had yet been made. The surgeon opted to cancel and reschedule the procedure.

Manufacturer narrative:
Patient identifier not available from the site. This event is being reported as a result of a retrospective review of similarly reported events that were initially deemed not reportable to the FDA. The aware date of the need to perform this retrospective review is correctly documented as (B)(4) 2014. A medtronic representative, following up with the site, reported that the interface cable between the o-arm and the mvs (mobile viewing station) was broken. RMA issued. Replacement cable shipped to site. Medtronic investigation of returned suspect cable finds that there is a broken wire on pin 11. Physical damage, cable-cut. Directly caused event. Issue resolved via cable replacement.